Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed change sensor after 2nd consecutive calibration not accepted alarm. Customer was sleeping when the alarm occurred. The customer's sensor glucose reading was below 2.2 mmol/l while the blood glucose reading was 16.8 mmol/l. The pump suspended insulin delivery based on the sensor glucose reading. The sensor was already removed and a replacement sensor was sent.